Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was detached when it was implanted. No abnormalities such as resistance were noted when the lens was implanted. Account indicated that the iol was implanted after it was immersed in balanced salt solution (bss) in advance and twisting a plunger just before. The device was not warmed-up. When the iol was inserted, the haptic tore off, so the lens was cut and removed from the patient's eye. No patient injury was reported. No medical intervention was required. Through follow-up we learned that the physician implanted a replacement lens during the same procedure. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: jan 15, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint device was inspected under magnification. The device was received with the plunger rod advanced and the plunger rod tip was damaged in a way that may have occurred during shipping. The lens module was inspected and presented with no damage or viscoelastic residue; however, a haptic was identified below the lens module. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was received cut in half with a haptic detached. The width and thickness of the remaining haptic was measured and both presented in specification. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.